Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) while in box was confirmed in the laboratory. Upon receipt, the device was in bvvi and further evaluation traced the reset to a software anomaly. The cause of the bvvi was due to a software anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure a device interrogation revealed backup vvi. The device was sent back for analysis.